Event description:
Patient called lfs in 2002 alleging their fasttake meter was reading inaccurately low. Patient stated they were getting readings around 220 mg/dl (patient was not sure of the exact result). Patient stated that over a course of three days pt was getting readings in the 200 mg/dl's range and was experiencing symptoms of dehydration, shortness of breath, some nausea, and blurred vision. During these three days pt ate their regular meals and took their normal medications (unknown). Patient then went to the hospital and stated that they took an arterial lab test and the result was 908 mg/dl. Patient stated they were hospitalized for one month (diagnosis unknown). The meter was replaced for the customer. Letter has been sent to customer to obtain more information.